Manufacturer narrative:
The reported issue of loose side rail was confirmed with pictures provided by our field service engineer (fse). The screws holding the side rail had been broken off. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that, during patient treatment, the side rail became loose from the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).